Manufacturer narrative:
Samples received: 3 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received three closed and one open samples of the involved product for analysis. We have also received four closed and one open sample of the batch 117101 for needle comparison. We have checked the needle dimensions and all of them comply the specifications of the product. Each batch (116261 and 117101) contain one different needle reference. Both needle references are approved to be used in this product. The needles of the samples received are according to the design and the aspect is the correct one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the needle broke.